Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported unknown side "breakage." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids inside device and yellow particles in outer surface. A leak test was performed which did not identify openings on the device. Microscopic analysis was performed which did not identify any additional observations. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Not were found openings on the device and no possible damage on valve found, for this reason lab could not confirm the complaint (deflation). Intact and functional.

Event description:
Device has been explanted.